Event description:
It was reported that interrogation of the device on (B)(6) did not indicate elective replacement, however at the time of the complaint interrogation showed elective replacement trigger date as (B)(6) 2010. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.